Event description:
It was reported that electrode impedances were checked on the date of this report on the left lead and a few had come up high in the range of 5,000; 8,000 and the highest was 11,739. A longevity estimate was done for the right primary cell device. There were no allegations of longevity issues. Interleaving was not being used. Right side settings were 2.4v, 60pw, 140hz and therapy impedance of 1427. The left side was turned to 0.0v, if left side was not being used longevity estimate was 9.26 years to elective replacement indicator (eri). It was unknown if any settings had been changed historically. Left side settings were 2.4v, 90pw, 140hz and therapy impedance of approximately 1000. Estimate to eri was 4.92 years. The implantable neurostimulator (ins) was at 2.88v on the date of this report. It was noted that impedances may be the reason the left ins was turned off. The patient was getting benefit for the lead that was on. The impedance issue had occurred before the ins battery change of the chest ins, battery life was checked and impedance of left chest ins and high impedances were noted. They thought stimulation was felt. They had "not changed the ins right." The cause of the issue was not determined. It was unknown if there were any lead fractures. The patient was receiving therapy. The neurosurgeon felt it was too risky at the time of this report to change out the leads since the patient had just had another surgery for the wrist. The neurosurgeon felt the patient was receiving therapy from the left chest ins.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0546668v, implanted: 2005-(B)(6), product type lead. Product ID 3387-40, lot# j0546668v, implanted: 2005-(B)(6), product type lead. Product ID 748240, serial# unknown, implanted: 2005-(B)(6), product type extension. Product ID 748240, serial# unknown, implanted: 2005-(B)(6), product type extension. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).